Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for 72 hours or longer. The patient noted pain, redness and irritation while wearing the pod on the leg. Blood glucose (bg) levels rose to 17 mmol/l (306 mg/dl). A new pod was applied to treat the bg levels. The patient was taken to the emergency room and received a prescription for cefalexin 250 mg capsules for 10 days. The patient lost the prescription and called the doctor and was given a new prescription for cefalexin 500 mg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.